Manufacturer narrative:
Batch review performed on 23 july 2019: lot 071446: (B)(4) items manufactured and released on 12.08.2007 . Expiration date: 2012-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by r&d project manager: from the received pieces it was noted that the stem with almost all the coating absorbed; some signs of removal were present both in the stem neck and in the acetabular shell. From the received parts it is not possible to determine the root cause of the event. Additional implant involved in the event, batch review performed on 23 july 2019 cup: versafitcup cc light 01.26.52mbtl acetabular shell cc light ø 52 lot. 062378 lot 062378: (B)(4) items manufactured and released on 13.03.2007 . Expiration date: 2012-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Manufacturer narrative:
Batch review performed on 19 june 2019: lot 101025: (B)(4) items manufactured and released on 26-mag-2010. Expiration date: 2015-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Additional device involved in the complaint: cup: versafitcup cc light 01.26.52mbtl acetabular shell cc light ø 52 (item not registered in the USA) lot. 100734: (B)(4) items manufactured and released on 08-jun-2010. Expiration date: 2015-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery planned on (B)(6) 2019, nine years after the primary due to cup and stem loosening (not confirmed by the surgeon). More info would be available after revision.